Event description:
On (B)(6)2009, the patient had bilateral distractors (left and right) implanted. During implantation, two activation wires broke. Surgeon felt there was a possibility that the resident applied too much force. Those activation wires were discarded. The procedure was completed and the patient sent to recovery. On (B)(6), during turning off the distraction wires while patient was in hospital, one of the wires broke. The doctor replaced the wire. Two days later, on (B)(6), while distracting with the wire, the wire on the other side broke. This wire broke into 5 pieces which is unusual. The doctor replaced that wire. The pieces were returned for metallurgical analysis. Based on the test lab report, the metal had not changed. The test company determined that the activation wire fracture was due to an externally applied overload stress possibly due to bending. The patient is in good condition.

Manufacturer narrative:
Based on discussion with surgeon, product was used per IFU. Distractor DHR showed manufactured to specification and inspection prior to shipment showed it was functional. Activation wires were made to specification. The base plate assembly was not returned so, it is not known if there was some interference in the base plate that caused the activation wire to bind. If this had occurred, even normal turning could result in overtorquing and breakage. The material used in the activation wire is not known to have a shelf-life, or respond negatively to multiple autoclavings (not subject to thermal stress at those temperatures). The fragments returned showed that their material composition conformed to original specification.